Event description:
New information noted that the device was reprogrammed to resolve the event . Patient is stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, episodes of far r-wave oversensing resulting in automatic mode switch were observed on the device. Device reprogramming is anticipated, however, no intervention was performed at this time. The patient was stable with no consequences and will continue to be monitored.